Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had merlin.net transmission alert for a regular high ventricular rate episode. Upon review of the electrogram, the right ventricular lead was undersensing. Programming changes were discussed. No further information was available.

Event description:
New information received noted that the physician did not make programming changes nor intervention. The patient was stable and would continue to be monitored.